Event description:
It was reported that the trumpet valve threads produced plastic shavings inside the patient during use. The trumpet valve was screwed into the metal-reusable adapter from intuitive surgical that allows our irrigator to work with their single site irrigator arm. Another irrigator was opened and worked without fault. The plastic pieces were suctioned out of the patient without further incident.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was received for investigation and the failure mode was confirmed. Device inspection revealed that the threaded part of the handpiece had plastic shavings. It was evident that was what screwed onto it shaved the plastic off. Probable root cause for the reported failure involving this device could have been caused by: 1. Material/design error, 2. Manufacturing/assembly error, 3. Excessive user force. With the evidence at hand (tip was too contaminated and damaged to measure safely/accurately) we can not rule out any of the above probable root causes. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the trumpet valve threads produced plastic shavings inside the patient during use. The trumpet valve was screwed into the metal-reusable adapter from intuitive surgical that allows our irrigator to work with their single site irrigator arm. Another irrigator was opened and worked without fault. The plastic pieces were suctioned out of the patient without further incident.